Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The patient presented with chest pain. Vascular access was gained via the right femoral artery. The target lesion was located in the ostium of the circumflex artery. A 1.5mm rotalink burr was inserted and advanced. The burr was operated at 162,000 rpms / 11sec, 161,000 rpms / 20sec and 163,000 rpms / 21sec. The 1.5mm burr was removed and the 2.0mm rotalink burr was advanced. This burr was operated at 135,000 rpms / 26 sec, 145,000 rpms / 18 sec, 139,000 rpms / 19sec and 147,000 / 21sec. The burr became stuck in the lesion. Multiple devices and methods were utilized, but the device was not able to be removed. The patient was sent to surgery in stable condition. The burr was able to be successfully removed; however, the patient expired as a result of unspecified complications from the surgery. The cause of death is unknown.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).